Event description:
It was reported that particulate matter (pm) was observed at the base of the additive port cap of an unspecified elastomeric device. The pm was further described as, ¿white powder accumulated at the base of additive port cap¿. The device was filled with fluorouracil 5000mg. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.